Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (device code, type of investigation, investigation findings, investigation conclusions) tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this was determined to be related to patient related factors. The stenosis and regurgitation in this case were impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (health effect - clinical code)

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 2700tfx aortic valve implanted for 9 years, 7 months underwent a valve-in-valve procedure due to severe aortic insufficiency. The device was replaced with a 26mm 9750tfx transcatheter valve. Physician does not believe that the valve was early failure, just normal deterioration. The patient tolerated the procedure well. There were no complications. Per medical records - the patient presented with increasingly significant symptoms of heart failure within the setting of severe aortic insufficiency. The patient was diagnosed with a heart failure condition. Heart failure type: diastolic. The patient's heart failure status was assessed as nyha class IV, with chf symptoms of congestion on cxr. Worsening heart failure complicated by acute renal failure as well.